Event description:
It was reported that during lead implant, the ventricular bipolar lead impedance was in the 600 ohm range. After the physician sutured the lead down, impedance was noted to be less than 100 ohms through the pulse generator and 250 ohms through the pacing system analyzer. The suture was loosened and impedance went back up to about 650 ohms. The physician elected to reconnect the lead to the device and resuture it in place.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.